Event description:
The lay user/reporter called lifescan (lfs) in 2005. And alleged that her spouse's meter was reading inaccurately high. The medical affairs specialist spoke to the patient the next day. About three and half months earlier, the patient tested his blood glucose in the morning and obtained a result of 280 mg/dl. He took his set amount of humalin n insulin and 4 units of regular insulin. Later that afternoon at 5:00 p.m. The patient tested his blood glucose and obtained a result of 180 mg/dl. He ate half a sandwich for a snack. Before dinner (time unknown) the patient obtained a result of 280 mg/dl. He took his n insulin and 4 units of regular insulin. Twenty minutes later, he began to sweat and was nervous. Blood glucose was tested and the result was 21 mg/dl. She gave him glucose tablets and retested 15 minutes later with a result of 23 mg/dl. He ate more glucose tablets and obtained a result of 23 mg/dl. He became incoherent and non-responsive. His spouse then called the paramedics and he was treated with IV glucose, not insulin as originally reported. Because the event occurred 3 months ago, the patient does not have the supplies used at the time of the event. The reporter was unable to describe if the test strips were in good condition or if the codes matched. The techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The patient did not have any control solution to troubleshoot. This complaint is being reported because the patient suffered a hypoglycemia event after taking insulin, which was based on the meter result that may have been inaccurately high. Medical intervention was required. A replacement meter has been sent.